Manufacturer narrative:
H10: the biomedical engineer reported the low tidal volume issue was not recreated. No part replacement necessary. The device was tested and passed performance verification testing and returned to service. This concludes this investigation. This allegation will be tracked and trended.

Event description:
Philips received a complaint from customer biomed reporting low tidal volumes on the v60 ventilator. The device was in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (be) and confirmed the reported issue. Investigation ongoing / resolution pending.